Manufacturer narrative:
Currently, no new information was provided and our records indicate that this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), it was noted that the shock impedance measurements were high but not out of range with a subcutaneous array (proximal port) and right ventricular (rv) lead (distal port) . Boston scientific technical services (ts) was contacted and discussed troubleshooting to be performed to make sure the system was operating correctly. Defibrillation threshold (dft) testing was performed but the delivered shock did not convert the induced arrhythmia. A revision was performed and the rv lead, connected to the distal port of this crt-d, was then connected to the side port of the subcutaneous array. Dft testing was then successful and the shock impedance measurements were in normal range. No adverse patient effects were reported. The crt-d remained implanted and in service. At a later date, the patient experienced a ventricular fibrillation (vf) and was hospitalized. When the crt-d was interrogated, there was an alert indicating that the patient received exhausted therapies in the ventricular fibrillation (vf) zone. The device memory showed 6 episodes with therapy being delivered. The shock impedance measurements for the delivered shocks were all high with one measurement above 125 ohms. This patient does have a history of high defibrillation thresholds. Boston scientific technical services (ts) was contacted and a ts consultant discussed the possibility of a lead issue. It was suggested to perform further troubleshooting, including an x-ray to determine if it was truly a lead issue. The patient remained hospitalized and on life support.